Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for patient ventilation. The first root cause was determined to be a supposed defective p&t knob but the investigation found that the root cause was the software update. In consequence the patient was ventilated with an ambu bag and later with another ventilator and the supposed defective part was replaced. After a new start of the device (and software update), the device was working as intended. There was no reported patient or user harm as the issue was treated in a timely manner.

Event description:
The report from hospital say: the patient was admitted to the emergency department at 9:38, 5-11. During the hospitalization, he breathed heavily, sweated profusely, blood oxygen saturation was low, and his heartbeat was 119 beats per minute. The doctor quickly carried out rescue measures, intubated the patient with a tracheal tube and used a ventilator support breathing. When the ventilator is turned on, the self-check is normal. After the tube is installed, the doctor uses the pcv+ mode to set the relevant parameters and connect the breathing tube to the patient to start ventilation. The ventilator has no abnormal alarms, and the patients breathing condition is gradually improved, with various vital signs tend towards balance. At about 12 o'clock, the ventilator alarmed "low tidal volume", and the monitor indicated the patient's blood oxygen saturation, about 75%. The doctor tried to adjust the parameters of the ventilator to improve the ventilation, but found that the touch screen of the ventilator can be clicked to select the parameter, but the knob used to change the parameter cannot be used, and the parameter cannot be changed. Hamilton-c1 made in oct. 31, 2018.